Event description:
Approximately five months post hvad implantation, the patient reported ten critical battery alarms followed by multiple battery switching events from charged batteries. The patient solved the alarms by disconnecting and re-connecting the batteries. The batteries were replaced and have been returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced ten (10) critical battery alarms. The issue resolved when the patient disconnected and re-connected the batteries. The physician and the patient observed battery switching events; when the charged batteries were connected to the controller unit providing power, the controller unit automatically switched to the other battery. The batteries were replaced and returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event. Evaluation of three of the batteries ((B)(4)) revealed devices passed external visual inspection and functional testing. Evaluation of battery (B)(4), revealed the device passed external visual inspection but failed functional testing due to early depletion of cell pair #4 which caused the cell pair voltage to drop below the minimum voltage threshold. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Z-1607-2014 field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. (Device evaluation) (B)(4) - expiration date. 12/31/2014, (B)(4) - expiration date. 12/31/2014, (B)(4) - expiration date. 06/30/2015, (B)(4) - expiration date. 06/30/2015. (B)(4).

Manufacturer narrative:
Serial number (B)(4). Manufacturing date: 2013-12. Testing results: the returned battery passed external visual inspection and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level as the pack discharged down to the 12 volts level. During the log file review for the following complaint event details: "the patient reported 10 critical battery alarms on oct 13 and 15." Was verified. However, the reported event could not be duplicated or confirmed at the bench level. As a result the battery performs as per specification. Serial number: (B)(4). Manufacturing date: 2013 - 12. Testing results: the returned battery passed external visual inspection but failed functional testing. During testing, the battery exhibited early depletion of cell pair #4 which caused the cell pair voltage to drop below the minimum voltage threshold of 2.8 volts. During the controller log file review reveled no anomalies were found with battery serial (B)(4) within the analyzed period. As a result the battery failed to perform as per specification. Serial number: (B)(4). Manufacturing date: 2014 -06. Testing results: the returned battery passed external visual inspection and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level as the pack discharged down to the 12 volts level. During the log file review for the following complaint event details: "the patient reported 10 critical battery alarms on (B)(6)." Was verified. However, the reported event could not be duplicated or confirmed at the bench level. As a result the battery performs as per specification. Serial number: (B)(4). Manufacturing date: 2014 -06. Testing results: the returned battery passed external visual inspection and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level as the pack discharged down to the 12 volts level. During the controller log file review reveled no anomalies were found with battery serial (B)(4) within the analyzed period. As a result the battery performs as per specification. A review of the device's incoming inspection records indicated there were no ncmrs generated that could be attributed to the reported event. A deviation notice was documented but did not contribute to the reported event. Upon completion of the review, it was concluded that the unit met all the internal requirements prior to their qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint.

Manufacturer narrative:
The site has indicated that the pump remains implanted and that battery have been received and are awaiting further analysis. Product remains implanted.